Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
"The customer reported that a screwdriver blade broke. The case was completed using another screwdriver pieces of the screwdriver did fall into the patient but they were successfully removed. An unplanned x-ray was taken as a result of the blade falling into the patient."